Event description:
Nylon flakes from mallet fell off into patient during the procedure. Additionally, they retrieved the tip and it was unclear whether any particles got in the surgical site, but they irrigated the site and didn't see anything. The patient was put on antibiotics afterward as a precaution.

Manufacturer narrative:
One instrument received for evaluation. Upon inspection, it was noted that the plastic replaceable tip was worn. Also noted were scratches and signs of normal wear and tear. A device history review was conducted with no issues noted. It was determined that this device was manufactured in 1999. A historical complaint review was also conducted with no trend found for this type of complaint on this product code. During the device labeling review, it was determined that the labeling states, "note that an examination of all instruments is recommended prior to use in order to decrease the potential for patient injury". Although the exact cause of the damage cannot be determined. It is possible that the damage was due to excessive forces being applied.